Event description:
The marketing evaluation unit reported that the patient was treated with a periarticular proximal humerus plate. The patient had to be revised two weeks later. The surgeon said that the suture holes were too sharp, cut fiber wire and cuff sutures. No further information was provided.

Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. Placeholder.

Manufacturer narrative:
Date was 2 weeks after (B)(6) 2010 (approximately (B)(6) 2010). Lcp periarticular proximal humerus plate was reported in error. Mfg site reported in error. Received new information on (B)(6) 2013. Original awareness date was (B)(6) 2011. Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This report is 1 of 1 for an unknown plate for complaint (B)(4).